Event description:
In 2009, the patient reported she receives an e4 (occlusion) error on her insulin infusion device every 2 days. She said the e4 is followed by an a8 (bolus cancelled). She stated, she has switched to insulin injections and delivered 10 units of insulin via injection this morning. She said she is not sure when her headset was changed last. To troubleshoot, the patient was instructed to disconnect and try to prime the infusion set. She confirmed that insulin dripped from the tubing. She was instructed to remove her headset and she stated, the cannula is "leaning in one direction." She was advised to change her headset. She stated she was not feeling well and would call back to continue troubleshooting. On follow up with the patient in 2009, she stated, she changed her infusion set and cartridge and threw the used ones away. She stated she only receives e4's when she boluses more than 2 units of insulin. She stated, she has had elevated reading of "hi" or over 600 mg/dl. Symptoms are, not feeling good and shakiness. She corrects her reading to her normal range of below 200 mg/dl by bolusing insulin. She stated, she is currently within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.